Manufacturer narrative:
(B)(4) failure of plate locking mechanism. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of procedure? Where was the needle held during use (end, swage, tip, middle)? What tissue was the needle tip retained in? Were x-rays taken and do you have them for review? What size of needle piece (in mm) remains in the patient tissue? Were all the needle pieces removed from the patient? Does the surgeon plan to remove the needle piece from the patient? What is the surgeon opinion as to the causative factor for the needle breakage? Do you have the needle for evaluation? What are the patient age, weight and medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During the procedure, the needle broke. It was unable to find the tiny part of the needle that was missing. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what was the name of procedure? Where was the needle held during use (end, swage, tip, middle)? What tissue was the needle tip retained in? Not proven that needle tip retained. Were x-rays taken and do you have them for review? Suggested and declined by surgeon. What size of needle piece (in mm) remains in the patient tissue? Not proven that missing mm needle remains in patient. Were all the needle pieces removed from the patient? Not proven that missing mm needle in the patient. Does the surgeon plan to remove the needle piece from the patient? Not proven that missing mm of needle in the patient. What is the surgeon opinion as to the causative factor for the needle breakage? Do you have the needle for evaluation? No, just the packet details and lot number. What are the patient age, weight and medical history? What is the current condition of the patient?